Manufacturer narrative:
The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no excessive no delivery, error alarms noted. The device was received with normal operating currents and no unexpected off, no power or low battery alarm noted. The device also had cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels and hospitalization for diabetic ketoacidosis, acute renal failure. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's current blood glucose level is 229mg/dl. Troubleshooting was conducted but not complete because customer declined to continue. The device is being replaced and returned for analysis.